Manufacturer narrative:
Other, other text: describe event or problem updated to include additional information received. H10 correction: common device name, product code, brand name, and 510k number corrected.

Event description:
Additional information was received by smiths medical indicating that the anesthesiologist placed a new catheter below the initial insertion side. There was a CT ordered of the spine to determine the size and location of the piece. It was determined that no medical or surgical intervention was required to remove the piece. The patient was discharged.

Event description:
It was reported that the epidural catheter broke off (3mm) in the patient. This was confirmed via CT imaging. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.